Event description:
It was reported that the user experienced recurring insulin occlusion alerts during attempted insulin delivery, with additional ¿unable to proceed¿ alerts that were temporarily resolved by changing infusion sets and cartridges; multiple infusion set changes were performed and a replacement pump was offered and shipped. Symptoms included interrupted insulin delivery with associated risk of dysglycemia, though no adverse clinical events or medical treatment were reported. Outcomes included device replacement and the user returning the subsequent replacement device, with continued preference not to proceed due to concerns about repeating the learning phase. Investigation included customer support review, offer of alternative infusion sets, consultation with clinical support, and receipt and inspection of the returned device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.